Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on a lot history review. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history for lot 13921543 was reviewed and was found to fall under corrective actions that are in process.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. (B)(6).

Event description:
It was reported that a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml generated a leak during patient use. The reporter stated, "leakage was found". Intention for use: as a multi-channel drug delivery device in the process of intravenous infusion, the product provides multiple drug delivery channels, in which the check valve is designed to prevent liquid backflow, and the liquid can be pumped back through the button device with the valve body. Place of use: medical institution. Preliminary processing situation: replace the new universal valve and use it normally. There was no patient harm reported.